Event description:
It was reported that after the sterilization process the handle of the healicoil regenesorb 5.5mm threaded dilator, was cracked and there was a bad smelling of the handle in the whole room. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the customer provided image reveals a crack along the proximal end the handle. A visual inspection revealed the device was received with a fractured handle. The back hammer plate was fractured from the handle and the distal end of the handle was shattered at the shaft. The device has been worn from use. The complaint was confirmed and the root cause was associated with a component failure. Factors that could have contributed to the failure include excessive use or inappropriate force to the device. No containment or corrective actions are recommended at this time.